Manufacturer narrative:
Investigation results: the complaint that the needle retracted before use was confirmed based on the circumstantial evidence that was observed on the returned sample. One 22g insyte autoguard device was received with the needle fully retracted within the safety shield. The IV catheter and needle cover were received separate from the safety shield (grip/barrel). Three photographs were also provided for investigation. A visual, microscopic, and functional test revealed no damage or defects that would have contributed to the reported issue. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E.1. Facility name exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global needle retract prematurely. The following information was provided by the initial reporter: it was reported that the inner needle was retracted before use.